Event description:
This case was reported by a consumer and described the occurrence of possible foreign body aspiration in (B)(6) year-old male pt who received oral moisturisers (biotene oralbalance gel (2013 formulation)) gel for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started oral moisturisers (dental). At an unk time after starting oral moisturisers, the pt experienced possible foreign body aspiration, felt like something stuck in throat and choking like feeling. Consumer is reporting that after using biotene oral balance gel, the product aspirated into his lungs because it "was more of a liquid than a gel now". Consumer also reported that he continued to use the product because it was effective for him. The pt reported that he experienced "felt like I was choking on liquid" and "felt like something was stuck in my throat". This case was assessed as medically serious by gsk. Treatment with oral moisturisers was continued. At the time of reporting, the events were resolved. The manufacturer report number for this case is 1718912-2013-00029.

Manufacturer narrative:
Biotene oralbalance gel is manufactured in (B)(4). The lot number for this product is w3x091, expiration date 30 september 2015. It was unk if the product will be returned for quality assurance testing. (B)(4).